Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the morning start-up of the tower of subject device, the kv-6 with serial number (B)(6) caught fire. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement. There were no reports of patient involvement.